Event description:
It was initially reported that the zimmer air dermatome width plates surface finish was starting to bubble up and flake off. Add'l clinical info determined that the reported issue occurred during cleaning and inspection. It was clarified that there was no pt involvement or surgery related issue associated with the reported event.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.